Event description:
Following a trial implant procedure for the evoke spinal cord stimulation (scs) system, the patient reported pain in their left lower limb. The leads were removed, and a magnetic resonance imaging (MRI) scan was performed. No anomalies were detected in the MRI scan and the patient was subsequently hospitalized. Three (3) days later, the patient reported their symptom had resolved, and the patient was discharged.

Manufacturer narrative:
The leads were not returned to saluda. The root cause of the reported limb pain cannot be definitively determined. The evoke scs system surgical guide details potentials risks associated with surgery and spinal cord stimulation including, "abnormal sensations or pain." The manufacturing records were reviewed and the product met all requirements for release with no anomalies identified. Both leads implanted were from the same lot.